Event description:
A complaint was filed stating that one of the customers that uses the ez steer thermocool sf carto xp catheter regularly, use this type of catheter in conjunction with the hansen robotic system. To date he has performed approximately 60 cases with this type of catheter. This physician typically gets referred patients, thus majority of his patients are not with straight forward cases, and are often re-do pvi, where extensive substrate modification has already taken place. After the initial 25 cases using the ez steer thermocool sf carto xp catheters, the physician decided to increase the flow rates to 12 and 20 ml/min, according to the power setting, instead of the recommended 8 and 15 ml/min. He had experienced 2 tamponades and had a run of high impedance spikes on the lower flow rates. On the higher flow rates, there was 1 tamponade and no impedance rises were observed in the next 25 ablation cases. On a recent case, the physician struggled to get efficient ablation based on signal abatement. The catheter appeared to take much longer to obtain efficient lesion formation. At the end of the case, when he removed the catheter, he noted that there was considerable char covering the catheter tip. Recently, the physician had gone back and reviewed his previous results and decided to go back to bwi's recommended flow rates for the sf catheter. Follow-ups were performed to request for details of each of the encountered adverse events. However, no previous complaints were reported to bwi, including any detail information of the stated tamponades. In regards to this recent case, where char was noted, no ablation problem was noted; nor was there any occlusion/irrigation problem were detected, as the pump was working normally. No notice of any abnormal catheter irrigation was reported.

Manufacturer narrative:
[ The catheter was dragged once effective ablation was achieved, shown with good signal abatement. If myocardium was "resistant" to ablation, the catheter was kept in the spot for longer than normal. Unsure about the length of the ablation delivered on each site. No approximate size of the char or picture could be provided. Aside from that the catheter was not kept for bwi to investigate. No adverse patient consequences was reported. Patient was discharged the next day. (B)(4).